Event description:
The pt states that 3 pens of lantus solostar are not working correctly. Unable to dial past 6 units. Pt unable to provide lot# and expiration date. Dose, frequency & route: inject 40 units daily directed. Therapy dates: (B) (6) 2009. Diagnosis for use: diabetes.